Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use when the issue occurred. The procedure was completed by using the wired footswitch. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. The customer replaced the wireless footswitch and base station which resolved the problem. Based on the available information, it is concluded that there was a connection problem between the wireless footswitch and wireless base station. Intermittently, the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a field safety corrective action by providing customers with a field safety corrective action (2022-igt-bst-011). The correction has been implemented and the system has been returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported that there was problem with wireless footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.